Event description:
Pt reported that pump (sn (B)(4)) is displaying error to change tubing. Pt reports that this error message came up 4 hours after his last mix. Pt reported that after the message came up, he changed his tubing and cassette and everything was fine, but then again 4 hours later, the pump alerted again with same message. Pt changed to back-up pump and so far been >4 hours and still no error message have displayed. Pt called md to inform and will go tomorrow per md request. The reported product fault occurred while in use with a pt. The product issue did not cause / contribute to pt or clinical injury. We replaced the device. Dose or amount: 81 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.